Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of diabetic ketoacidosis. The reporter stated the pts blood glucose and ketones were high. He was brought to the hospital where upon admit her blood glucose was 516 mg/dl. He was treated with IV fluids, and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of the report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.